Event description:
The device was used during a laporoscopic cholecystectomy procedure. Reportedly, the safety shield would not retract. No patient injury reported.

Manufacturer narrative:
8/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.